Event description:
It was reported that a perforation was located in the distal circumflex artery. The graftmaster stent could not cross through a previously placed stent in the left main, into the perforation, which was inside an unspecified stent. The perforation was sealed using prolonged balloon inflations. The final result was reported to be good. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.